Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tibial insert would not seat on the tibial tray. The procedure was completed using another tibial insert that was available. No adverse event or delay was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified scratches and gouges to the surface. The dovetail feature of the product exhibits damage and is compressed and flared out. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to user error when implanting the device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.